Event description:
The event is reported as: the valve seal was disassociated from the trocar and fell during an insertion test of the laparoscopic instrument. This occurred during training and was not used on a patient.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.